Manufacturer narrative:
Batch review performed on 25 september 2020: lot 132427: (B)(4) items manufactured and released on 05-aug-2013. Expiration date: 2018-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2016. Additional device involved: batch review performed on 25 september 2020: ball heads: cocr 01.25.031 cocr ball head 12/14 ø 36 size m 0 (k080885) lot 134994: (B)(4) items manufactured and released on 11-dec-2013. Expiration date: 2018-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2016. Clinical evaluation performed by medacta medical affairs director: 6.5 years after cementless tha the stem is painful and radiologically loose, and therefore revision is undertaken. The causes for this loosening are unknown. The same situation is apparently ongoing at the other hip, suggesting a potential individual reaction to the foreign bodies implanted. No final conclusion as to the causes of the adverse event can be reached at this stage with the information at hand.

Event description:
The patient came in reporting pain and the cause of the pain is unknown. The surgeon revised the stem and head of the right hip with a competitor stem and head 6 years and 6 months after primary. The surgery was completed successfully.